Event description:
It was reported that customer had a catscan, MRI and mammogram with insulin pump attached. Caller reports that customer's blood glucose dropped to 36 mg/dl and was treated with glucose tablets. Blood glucose increased, ranging from 67 mg/dl to 300 mg/dl. Customer's blood glucose stabilized. Caller reports that customer will have about 20 more catscan as customer was receiving radiation treatment for cancer. Caller was advised to have customer call in order to troubleshoot insulin pump and to possibly have insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.